Event description:
Pt was a (B)(6) female with a right middle cerebral artery (m2) occlusion. Physician made two passes with a merci retriever v 2.0 firm. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. A small bleed was noticed in the right sylvian fissure soon after procedure that expanded and the bleeding was restored. The 27 mg of t-pa was also administered to the pt during procedure. Per physician, the bleed was due to recanalization of the vessel. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.0 firm device could not be reviewed.